Manufacturer narrative:
At this time, the suspect device has not been returned for evaluation. Therefore, root cause has not been determined yet. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
The customer reported that the vela ventilator alarmed low ve, xdcr fault, high peep and high rate. The issue occurred during patient-use and the device was replaced with another ventilator. The customer confirmed that there was no patient harm associated with the reported event.

Manufacturer narrative:
Results of investigation: vyaire received vela main printed circuit board assembly for investigation. Review of the events log showed transducer fault and transducer fault occurred (2, 0, 34) recorded on (B)(6) 2020. Alarm transducer fault and transducer fault occurred (2, 0, 33) were recorded on the most recent events.performed transducer calibrations as described in the vela ventilator systems service manual l2859-101 sections 6.2.4 - 6.2.6. The reported complaint was confirmed through the events log and duplicated during functional check. Transducers pt802 has failed.